Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s touchscreen was cracked after the patient sat on the device, rendering the device nonfunctional and no longer watertight, and a replacement was arranged. Symptoms included no reported adverse clinical effects. Outcomes included discontinuation of ilet therapy and transition to backup therapy, with continued cgm use on the dexcom app or receiver. Investigation included collection of event details, confirmation of shipping and return logistics, and user guidance to shut down the device to avoid further alerts. Investigation of this device revealed external physical damage to the touchscreen consistent with user-induced breakage and loss of device functionality. It was concluded, based on previously established findings for similar reports, that the cause was user-caused physical damage external to the device¿s design or manufacture.